Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that a yellow plastic like foreign material was found in air/water nozzle, however, the specific material could not be identified and the cause could not be specified. There was no damage to the location where the foreign material remained. An attempt was made to obtain additional information regarding the foreign material and user's reprocessing methods but no detailed information was provided. It was noted that the "yellow channel" was the air/water channel and that in general, the customer was trained by olympus for processing practice in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. During the investigation, an unidentified blockage was protruding from the outlet pipe, and it was concluded that the item did not originate from the olympus endoscope. Additional issues were identified during the device evaluation: the air/water channel had blockage; the light cover glass was chipped; the adhesive was worn on the light and optical cover glass; the distal end adhesive was lifting; the switch condition had a hole in the button; the up/down/left/right angulation and knob were not up to specification; the water flow and removal were not up to specification; and the electrical safety test was not up to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that during maintenance, it was noted that the pressure was too high in the yellow channel on the evis lucera elite colonovideoscope. There were no reports of patient harm associated with this event. During the device evaluation, a plastic-like foreign material was discovered protruding from the air/ water nozzle. It was not possible to identify when the foreign material had been left in the nozzle. There was a possibility that the subject device was used on the patient with the foreign material still present. This report is to capture the reportable malfunction of the inadequately cleaned nozzle noted at estimation.